Manufacturer narrative:
Reported events of user concern and error message were not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of the device image indicated the device was within normal range of operation. Telemetry, impedance, pacing, sensing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed that the right atrial (ra) and right ventricular (rv) lead impedance could not be measured successfully. The physician elected to perform a lead revision. During the procedure, the ra lead displayed normal values. The rv lead exhibited failure to capture, low pacing impedance, low sensing, and failure to extend and retract helix. The physician explanted and replaced the rv lead. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to user concern with the lead impedance error message. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.